Event description:
It was reported that a fast thread 8 mm x 20 mm screw broke in a 9 mm st graft in 9 mm femoral tunnel during screwing process. Update swit 18-jan-2021: an acl reconstruction with hamstring graft was performed. Two 8 mm screws broke inside the patient and were removed. The first screw ar-4020c-08 lot number 11339228 broke at the tip. A second 8mm screw ar-4020c-08 lot number 11588757 broke at mid insertion. Fifteen additional minutes were required to remove the two 8 mm screw (mostly the second one was difficult to remove) no harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a third 8mm screw was successfully inserted. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.